Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was stated there was no patient injury or medical intervention associated with the incident. The patient knows the proper procedures, the incident has not re-occurred, and the patient has been continuing therapy on the cycler with no further issues. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient not properly disconnecting the patient line from the transfer set during therapy. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during drain 4. The home patient (hp) stated she had disconnected before the alarm had occurred. The hp had then re-connected once the machine alarmed. The patient was advised to use manual supplies to complete therapy and to contact the peritoneal dialysis registered nurse in the morning about the alarms. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.